Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons was hard to press. The customer blood glucose level was unknown. Customer also stated that crack on the reservoir chamber also in history they had to restart the rewind process. The device will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on bolus, act and up arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test and excessive no delivery test. Cracked reservoir tube corner noted. (B)(4).